Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 500 mg/dl at the time of the event and patient got treated with manual injection. Patient also experienced the symptoms of feeling sick/unwell, headache, tired/weak and shaking at the time of the event. The duration of hospitalization was greater than 24 hours.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.